Event description:
The pt's family member called lifescan (lfs) and alleged that their pt's meter was set to the incorrect unit of measurement. Medical affairs spoke to the pt's family member and obtained/verified the following information. The pt was obtaining result of 18.2 and 27.5. They read the results as 182 mg/dl and 275 mg/dl. The results, after being converted to mg/dl, were actually 328 and 495 mg/dl. The pt blacked out on several occasions and during the last event, they went to the hospital. Their blood glucose result upon entering the hospital was 598 mg/dl. They were treated with IV fluids and then insulin. The pt is taking oral medications on a set amount and insulin 16 units in the morning and 20 units in the evening. They stated if they knew their results were higher they would have waited a while and retested and if still high, they would have contacted their physician. After being released form the hospital, the physician discontinued their oral medications and increased their insulin dosage. The meter was previously set to the correct unit of measurement, but neither the reported nor the pt know how the meter came to be set incorrectly. The issue was resolved with troubleshooting, however a new meter is being sent for the pt's comfort.